Manufacturer narrative:
Describe event or problem corrected data: initial report inadvertently did not indicate that the product was replaced. If explanted, give date (mo/day/yr), corrected data: initial report inadvertently did not include the explant date.

Event description:
Information was received that the patient's generator was replaced. The explanting facility historically does not return explanted products so device return is not expected. No additional relevant information has been received to date.

Event description:
It was reported that the patient was having an increase in seizures and increase in seizure intensity possibly due to a low battery. Patient was referred for a battery replacement. No additional relevant information has been received to date. No surgical intervention is known to have occurred to date.